Event description:
It was reported that the user experienced an insulin delivery occlusion on an ilet system, with elevated glucose values of 217 mg/dl, which resolved after the user changed the infusion set and no further alerts occurred. Symptoms included no reported clinical symptoms. Outcomes included no need for medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the occlusion resolved following replacement of the infusion set, indicating the issue was associated with the infusion set or insulin flow path. It was concluded that the event was related to an occlusion that was resolved by supply change, with no persistent device malfunction observed.